Event description:
Boston scientific received information that during a follow up noise and oversensing was displayed when interrogating this device. A gradual increase in pacing impedances was also noted. A review of the data by technical services discussed possible indication for noise on the shock channel. Most recent information noted that noise was still seen on both pace and shock channels and noise was only reproduced on the shock channel when performing isometrics. Technical services disused changing the right ventricular sensitivity. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.